Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first proximal stent row was damaged slightly. Proximal stent rows 5 and 13 were also damaged and stent struts were lifted and pulled distally on one side. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-jun-2017. It was reported that crossing difficulties were encountered. The 83% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal left circumflex (lcx) artery. After pre-dilatation was performed with a 2.0 x 20 mm non-bsc balloon catheter, a 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was performed again and the device was re-advanced, but it still failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.